Event description:
Per the healthcare facility pharmacy, rhodococcus erythropolis was detected when testing the shipping water of a lot of leeches. All leeches in the shipment were destroyed by the facility. They were not used on a patient.

Manufacturer narrative:
Prior to release for sale, leeches are subject to microbial testing and must conform to specifications prior to release.subsequently the leeches come into contact with bottled distilled water only, including within the packaging container for shipment to a healthcare facility. Review of manufacturing documents has confirmed conformance with all applicable requirements by the allegedly affected lot. It is unclear whether the rhodococcus erythropolis detected by the healthcare facility was present in the shipping water or whether the water was contaminated during the process of sampling or culturing at the healthcare facility. In addition, it must be noted that in accordance with device instructions for use leeches must be removed from shipping water and placed in a container of clean water immediately upon receipt. Also, prior to use on a patient, leeches must be rinsed and maintained in clean water for no longer than four hours in order to prevent undue microbial contamination of the product and the water it is in contact with. The results obtained by testing shipping water cannot be considered representative of the product during clinical use. Patient infection by rhodococcus erythropolis or other rhodococcus strains has not been linked to leeches in literature and is rarely reported with regard to other routes of transmission. The sensitivity rate of rhodococcus erythropolis to ciproflaxin, one of the antibiotics recommended in the leech user manual for prophylactic use, is equal to or greater than 80%. Thus, routine prophylactic antibiotic treatment as recommended by product labeling is advisable to mitigate any remaining risk of infection. After issuing the complaint the healthcare facility destroyed all leeches. Testing of the leeches themselves was no longer possible. Investigation is in progress. If additional information becomes available, a follow-up report will be submitted.